Event description:
Additional information was received from the patient. The patient called back and mentioned previous discussion with patient services about therapy relief and stated that they didn't "get this stuff" and that now they smelled like poop. The patient stated they shouldn't smell like poop. The patient stated it was hard to poop now and that it shouldn't be messing with the bowel. The patient stated when they would poop, it would go "dadaddadadadududududududahhhh" and it shouldn't do that. The patient stated below their back, their buttock has been "getting hurt". The patient stated they were currently sitting on a stool and they could feel fecal matter running down their legs and that their legs were wet and they smelled like poop. Patient services reviewed therapy and programming considerations with the patient and redirected them to follow up with their hcp. The patient just reiterated that they'd seen their hcp and the hcp had given them an antibiotic. The patient opted to make an adjustment on the call and they switched to a new program and started to increase the stimulation however the communicator battery died so they were going to charge their communicator battery up and complete increasing their stimulation. The patient stated at one point right after the communicator battery died that they felt something "running" in their "boom boom" but then later said they weren't feeling the "thump" of the stimulation so that when they finished charging the communicator, they'd complete increasing the stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was for the past 2 days the patient noticed that they've been leaking really heavy and like water going down their legs and could tell it was going down their legs because it felt warm. Patient said they have to put on pads and pull ups. The patient increased their stimulation to 2.7ma and they still felt the leaking. Patient stated it feels like they're taking a shower and they don't like smelling like urine. Patient's urine is smelling kind of "loud" and said they don't know if they have an infection. Patient said it's been months that they feel like there's an infection inside. Patient said their healthcare provider (hcp) gave them antibiotics. The last time the patient went to the doctor they gave them antibiotics for a week for an infection and the patient was fine. Patient services specialist reviewed general therapy guidelines and expectations and how to increase stim. Patient successfully connected to ins and increased stim to a comfortable level. Patient said it felt like a throbbing "down there" but it was comfortable. Patient will monitor symptoms. Patient also mentioned they have an MRI tomorrow. Reviewed MRI guidelines.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.